Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that his meter was prompting an error 4 message. The patient stated that he has not been testing his blood glucose regularly since 7 mos earler. He reported that when he would visit his physician his blood glucose was reading in a normal range, for exemple, 115 mg/dl. At 5:00 a.m. He went to the hospital with chest pains, the patient was diagnosed with a heart attack. He does not know what his blood glucose level was when arrived at the hospital. He was admitted and treated for the heart attack. While there, his blood glucose was tested and his results were high, "in the 200's". Prior to the hospital visit, he was taking pills and after the hospital visit he was prescribed insulin and pills. The patient reported that the error 4 message began last month. He only attempted to test one time. The patient did not allege any harm or injury due to the meter. The patient reported follwing the correct technique and stated the test strips were in good condition. The temperature in the room where the result was taken was normal. The error 4 message was not resolved.